Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the analysis. The customer reported complaint was confirmed and the probable root cause is due to the defective interconnect printed wire assembly(pwa). The pwa was replaced.

Event description:
It was reported that during testing the pump had frequent primary audible alarms. There was no patient involvement and harm.